Event description:
Angiosculpt successfully crossed the lesion using maximum inflation pressure of 8 atm for 30 seconds. A fairly large dissection was noted post inflation. Stents were placed to treat dissection.

Manufacturer narrative:
Method: product disposed by hospital, thus unable to evaluate device. Upon f/u, the customer confirmed that the area of dissection was resolved by stenting. Coronary artery dissection is a potential adverse effect of coronary angioplasty procedures and is listed in the angiosculpt device IFU.